Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that that the devices accept button is malfunctioning, and the customer could not get into diagnostic mode. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse provided parts ID for the switch (user interface) printed circuit board assembly (pcba). Resolution and disposition are pending, and the investigation is ongoing.